Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced an intermittently unresponsive sleep/wake button on the ilet bionic pancreas, which had become more frequent over recent weeks; during a call with support the button functioned as expected, and the user completed a firmware update with assistance. Symptoms included no reported adverse clinical effects. Outcomes included no interruption to therapy requiring medical attention and no hospitalization. Investigation included remote troubleshooting and user guidance to test the button and update firmware. Investigation of this case revealed normal button function during testing and successful device firmware update, consistent with an intermittent user interface performance concern without confirmed hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to inability to reproduce the issue after firmware update.